Manufacturer narrative:
This report is associated with argus case (B)(4), biotene original oral rinse (savannah).

Event description:
She swallowed some of the biotene original oral rinse savannah (size not specified) while rinsing [accidental device ingestion]. 45 minute coughing spell after swallowing some biotene dry mouth oral rinse while rinsing [cough]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant), cough and accidental ingestion of drug. The action taken with biotene original oral rinse (savannah) was unknown. On an unknown date, the outcome of the accidental device ingestion, cough and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion and cough to be related to biotene original oral rinse (savannah). Additional details, adverse event information was received on 19 september 2016. Female consumer reported that she swallowed some of the biotene original oral rinse savannah (size not specified) while rinsing and immediately began coughing and could not stop for 45 minutes (accidental device ingestion and accidental ingestion of drug).